Event description:
Related manufacturer reference number:2017865-2022-39731. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle lead (lv) exhibited a failure to capture. The physician decided to replace the lv lead. During the procedure, it was noticed that the rv lead fused together with right atrial lead. Both rv and ra lead were explanted and replaced. The patient was in stable condition.